Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump passed the displacement test, sleep current test, active current test, rewind test, prime/seating, basic occlusion test, force sensor test, occlusion test, displacement accuracy test and self test and test p-cap locks into the reservoir compartment. No unexpected alarms occurred during testing. Pump was cut open to perform visual inspection and no moisture or physical damage to the electronic assembly. The following were noted during visual inspection: cracked case (battery ube), battery tube threads broken, serial number label missing, cracked keypad overlay, partially broken retainer. Pump passed full drive test. Unable to confirm high bg. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced burning sensation on insulin delivery. The event involved product(s) mmt-1780kl. Troubleshooting was performed for general documentation. No further patient complications were reported. Product mmt-1780kl has returned for analysis.